Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-26, a second valve was required. The first valve experienced slight upwards movement on release, resulting in the inflow being positioned above the non-coronary cusp. Moderate aortic regurgitation was observed on both fluoroscopy and echocardiogram. Post-dilation was not possible due to the valve position. The patient had a perimeter derived annulus of approximately 73.5 millimeter (mm) and a narrow sinus width below the recommended range for a 29 mm valve. The implanter decided to proceed with a 26mm valve, which was slightly out of size range but considered safer for coronary occlusion risk. Subsequently, a non-medtronic valve (sapien 3 ur) was implanted in an optimal position, which resolved the aortic regurgitation. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-26, a second valve was required. The first valve experienced slight upwards movement on release, resulting in the inflow being positioned above the non-coronary cusp. Moderate aortic regurgitation was observed on both fluoroscopy and echocardiogram. Post-dilation was not possible due to the valve position. The patient had a perimeter derived annulus of approximately 73.5 millimeter (mm) and a narrow sinus width below the recommended range for a 29 mm valve. The implanter decided to proceed with a 26mm valve, which was slightly out of size range but considered safer for coronary occlusion risk. Subsequently, a non-medtronic valve (sapien 3 ur) was implanted in an optimal position, which resolved the aortic regurgitation. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant dilation performed. The patient anatomy had an uneven distribution and highly calcified non-coronary leaflet/cusp that contributed to the dislodgement. The deployment starting point was the bottom of the pigta il catheter. Prior to valve dislodgement, the implant depth was around 3 mm for both the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodgement, the implant depth remained 3 mm on the lcc but was -2 mm on the ncc (supra-annular position). A non-medtronic (safari) guidewire was used for the procedure. The regurgitation observed was paravalvular leak (pvl) due to no seal on the ncc and right coronary cusp (rcc).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected section e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.